Event description:
The following has been reported:biomed reported: "pump service needed" - battery life lowa preliminary review identified the following issue: mechanical hardware failure (av sticky valve)an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.